Event description:
At closing of abdominal incision the surgeon noticed that the tip of the disposable suction tip was very sharp. The tip appeared to have been cut or sliced off. There was about 1 mm of the tip missing. Neither the surgeon or the instrument techs could say if this happened during the surgery or if the tip was deformed at the start of the case. The pt's abdominal cavity was inspected for foreign objects; none was found. Other disposable tips were inspected. No defects found.